Manufacturer narrative:
(B)(4). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, battery cap contact missing, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and label damage. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found on the battery tube. Battery cap contact missing was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack in the pump at the side of the battery. The customer reported no adverse event. The event involved product(s) mmt-1711kl. Troubleshooting was performed and the customer reported a crack at the side of the battery and there is no physical damage related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1711kl was requested and the device was returned for analysis.